Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a 29-year-old female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colitis. Concurrent conditions included irritable bowel syndrome, uterine fibroids, chest pain, vaginal odor, numbness of upper extremities, paraesthesia hand, pain in hip, dizziness, swelling face, hot flashes, difficulty breathing and vaginal discharge. Concomitant products included levothyroxine, pantoprazole, progesterone and venlafaxine. On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced nausea ("nausea") and migraine ("migraines"). On (B)(6) 2013, 1 month 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In september 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). In may 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagial)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In april 2016, the patient experienced blood oestrogen increased ("hormonal changes describe: high estrogen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), back pain ("back pain"), dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual cycle") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse"). The patient was treated with surgery (bilateral salpingectomy & removal of essure device on (B)(6) 2016. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, migraine and dyspareunia was resolving and the genital haemorrhage, blood oestrogen increased, irritable bowel syndrome, anxiety, depression, fatigue, headache, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, blood oestrogen increased, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: soon after devices removal. The events pelvic pain, cramping, dyspareunia, migraines, and nauseadecreased but are still present. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: essure device in both fallopian tubes computerised tomogram pelvis - on (B)(6) 2014: essure device in both fallopian tubes in feb-2014, plaintiff had hsg test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case became medically confirm, concomittant and historical condition, reporter added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a 29-year-old female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included colitis. Concurrent conditions included irritable bowel syndrome, uterine fibroids, chest pain, vaginal odor, numbness of upper extremities, paraesthesia hand, pain in hip, dizziness, swelling face, hot flashes, difficulty breathing and vaginal discharge. Concomitant products included levothyroxine, pantoprazole, progesterone and venlafaxine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea") and migraine ("migraines"). On (B)(6) 2013, 1 month 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In september 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On 30-oct-2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagial)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In april 2016, the patient experienced blood oestrogen increased ("hormonal changes describe: high estrogen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), back pain ("back pain"), dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual cycle") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse"). The patient was treated with surgery (bilateral salpingectomy & removal of essure device on 30-aug-2016). Essure was removed on 30-aug-2016. At the time of the report, the pelvic pain, nausea, migraine and dyspareunia was resolving and the genital haemorrhage, blood oestrogen increased, irritable bowel syndrome, anxiety, depression, fatigue, headache, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, blood oestrogen increased, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: soon after devices removal. The events pelvic pain, cramping, dyspareunia, migraines, and nauseadecreased but are still present. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: essure device in both fallopian tubes computerised tomogram pelvis - on (B)(6) 2014: essure device in both fallopian tubes in feb-2014, plaintiff had hsg test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a 29-year-old female patient who had essure (batch no. A34124) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irritable bowel syndrome. Concomitant products included levothyroxine, pantoprazole, progesterone and venlafaxine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea") and migraine ("migraines"). On (B)(6) 2013, 1 month 18 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"). On (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (menorrhagial)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced blood oestrogen increased ("hormonal changes describe: high estrogen"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), back pain ("back pain"), dysmenorrhoea ("severe abnormal menstrual pain/dysmenorrhea (cramping)"), menstrual disorder ("abnormal menstrual cycle") and dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse"). The patient was treated with surgery (bilateral salpingectomy & removal of essure device on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, nausea, migraine and dyspareunia was resolving and the genital haemorrhage, blood oestrogen increased, irritable bowel syndrome, anxiety, depression, fatigue, headache, abdominal pain, back pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, blood oestrogen increased, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: soon after devices removal. The events pelvic pain, cramping, dyspareunia, migraines, and nausea decreased but are still present. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2014: essure device in both fallopian tubes computerised tomogram pelvis - on (B)(6) 2014: essure device in both fallopian tubes in (B)(6) 2014, plaintiff had hsg test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received - the following events were provided: ibs, fatigue, dysmenorrhea (cramping), nausea, depression, anxiety, high estrogen , vaginal bleeding, menorrhagia and migraines added. Event outcome of pelvic pain, dyspareunia, migraines and nausea updated to recovering and resolving. Concomitant drug added. The essure lot number a34124 was reported. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), back pain ("back pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy & removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, back pain, abdominal pain, dyspareunia, headache and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menstrual disorder and pelvic pain to be related to essure. Diagnostic results: in (B)(6) 2014, plaintiff had hsg test confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.